Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user applied excessive mechanical forces when prying/leveraging and/or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/14/2024, a sales representative reported via sems-(B)(4) that an ar-1411lp low profile reamer had one of the wings break off during tibial drilling. The surgeon was unable to identify the exact moment of breakage, but it was noticed when pulled out, and the surgeon was able to retrieve the broken fragment with no issues. This was discovered during the left knee acl reconstruction procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/18/2024: there was a 9 minute delay in the case with no additional anesthesia administered.